Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the patient had a procedural sedation and the device was used to measure end tidal co2 and to provide oxygen to the patient. The reading of the etco2 was 10-11mmhg on approximately 15l/min of o2 and was also reading apnoeia when the patient was not apnoeic. The nurse tried turning down the o2 to zero and making sure the position of the mask was exact however, the reading did not get any more accurate and continued reading low. The device was removed and replaced with a capnoline and a hudson mask was placed over the top for additional o2 supplementation. This worked well and the etco2 reading were appropriate. At the end of the procedure the nurse attempted to use the device again and she reported that the reading was better the second time around and the waveform was present however, the etco2 reading was still below normal. There was no patient injury.